Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a bad sensor alert following two calibration error alerts. She reported that her sensor graph had broken lines. The blood glucose reading was 367 mg/dl. Customer declined troubleshooting for high blood glucose. She stated that she is a brittle diabetic and that her doctor had made changes to her bolus rates. She also reported that she had a low blood glucose of 32 mg/dl. Customer also declined to troubleshoot for the sensor issues. Nothing further was reported.